Event description:
After a femero bypass was performed on the right leg, it was noted that the foot did not become warmer. The distal pulse was not perceived but the arteries were very calcified. The bypass was explored by duplex and found to have thrombosis. The graft was not soaked in saline as instructed in IFU. 6 days later reintervention to realize a thrombectomy of femero bypass. Upon opening, it was noticed that there was kinking of the graft on its excess length requiring a resection of the graft from 4-5 cm. The control of the arteriography showed good functioning with a good "aval" perfusion. Pt undergone removal of toes due to cicatrisation. 2 weeks later: pt discharged. 5 days later pulmonary edema corresponding to limited necrosis in lower myocardial territory performed. Thrombosis of the bypass and ischemia of the front section of the foot increased. Pt re-admitted to hosp. Reintervention for thrombectomy on bypass showed kinking of graft and elongation of 4-5cm at the same area.